Event description:
A nurse reported two pts with a toxic anterior segment syndrome (tass) reaction on the first day following intraocular lens (iol) implant surgeries. The pt was treated with medications. There are six medical device reports associated with this event. This report is for the second pt for the cartridge.

Manufacturer narrative:
Eval summary: the complaint sample was not returned by the reporting facility. Product history records could not be reviewed for the cartridge because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned and not enough info was provided from the account to properly complete an investigation. Additional info was received in a follow up phone call on (B)(6) 2012. A completed questionnaire was received on (B)(6) 2012. (B)(4).